Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricle lead exhibited noise and sensing amplitude variation episodes. Programming changes were made on the device. Patient was stable.

Event description:
New information notes that the right ventricle lead again exhibited episodes of noise on (B)(6) 2022. No intervention was performed. Patient was stable.